Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis, manifested by cloudy effluent in the bag. The patient was hospitalized on the same day for the reported event. The treatment was started for the peritonitis and included a one-time dose intraperitoneally (ip) of vancomycin and ip ceftaz (daily, dose was not reported). The patient was discharged from the hospital a few days later and they were reported to be recovering from the peritonitis. The patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.